Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate dimension exl with lm integrated chemistry system and the result recovered higher than the erroneous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm integrated chemistry system. Calibration and quality control (qc) were valid prior to sample processing. With siemens remote assistance, the customer ran qc, which recovered low out of range. The customer replaced the flush, salt bridge, standard b solution and de configured the integrated multisensor technology (imt) module. Then, the customer performed comparison study between the original system and an alternate system for troubleshooting purpose. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, a.justed the flow rate of the imt pump, performed calibration, and ran qc, which recovered acceptably. Siemens further evaluated the event and concluded that the low pump rate, which was corrected by adjusting the flow rate of imt pump potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.